Event description:
The hcp reported that the patient expired due to "overwhelming sepsis secondary to stevens-johnson felt to be secondary to mono". The patient had what appeared to be second degree burns over 70% of his body and he became septic. No skin biopsies were taken. The patient was treated with steroids, antibiotics, dialysis and respirator. No device troubleshooting was performed. The patient was receiving lioresal 2000 mcg/ml at a daily dose of 230.8 mcg/day on a flex schedule. Catheter placement was at t5. The last refill was performed in 2006 with an alarm date 6 months later. No programming changes were made in the interim. The patient had been prescribed anti-seizure medications: valproic acid and phenobarbital in addition to singulair and keppra which were started within the previous month. The hcp reported that the patient's death was not device related.